Event description:
Patient received epidural but still complaining of pain. The epidural medication bag was still full and had not been infusing since initial epidural placement. The pump was switched out and medication started infusing.